Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the dental implant was in place for 4 months in the patient's mouth at ada site#29. The patient presented with bone quality type ii as well a periodontal disease. Hygiene around the implant was excellent. Overheating of bone was involved in the event. The patient experienced pain at the time of implant failure. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the dental implant was in place for 4 months in the patient's mouth at ada site#29. The patient presented with bone quality type ii as well a periodontal disease. Hygiene around the implant was excellent. Overheating of bone was involved in the event. The patient experienced pain at the time of implant failure. The device will be forwarded to the manfacturer for investigtion. There were no reported patient injuries or complications.